Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included chf nyha class iii, htn, diabetes, hld, chronic renal insufficiency, and obesity with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards review the medical article "emergency transfemoral aortic valve-in-valve implantation with the balloon-expandable edwards¿sapien valve", authors maurizio taramassoet al. It was reported that a patient with a 23mm carpentier-edwards valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of approximately five (5) years due to prosthesis degeneration leading to severe aortic stenosis (peak gradient 112mmhg, mean gradient 76mmhg). During hospitalization, the patient was diagnosed with colorectal intramucosal adenocarcinoma sub-occluding two-thirds of the intestinal lumen. The ascending aorta was extremely calcified. Due to a cardiac arrest, an emergency valve-in-valve procedure was performed. The tavr was performed with a 23mm edwards transcatheter valve via the transfemoral access. No leak was observed after the procedure. The patient presented with bradycardia, as such, a bicameral ppm was implanted. The patient was discharged at pod #10 in good conditions.